Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized on the same day as the event onset and was discharged 14 days after admission. On an unknown date, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the peritonitis event (14 days after the event onset). Pd therapy remained ongoing after recovery from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized and was treated with vancomycin injection (1gm, 96 hr, route and duration were not reported) and ceftazidime injection (1gm, once daily, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.